Event description:
In 2008, baxter became aware of an overinfusion of amiodarone on a flogard dual channel infusion pump. On twelve days later, baxter learned that vented spike adapter, product was used for the infusion. The lot number is unknown. Amiodarone was infusing on channel two of the pump and using the vented spike for this complaint. Diprivan was infusing on channel one of the pump was a vented spike for another complaint. Reportedly, both amiodarone and diprivan overinfused on a week prior to original date. This complaint is related to master cmplnt- for the pump. There are related complaints for the sets used for the diprivan and amiodarone infusions. On eight days prior to original date, the male, who has a history of alcoholic cardiomyopathy with an ejection fraction of 35% alcoholic ketoacidosis, hypertension, and polysubstance abuse, became disoriented and was taken to the emergency room. He had a blood sugar of 47 and was given one ampule of dextrose 50. He was admitted to hospital with ketoacidosis. On a week prior to original date, at 12:00 pm, the patient was resting in bed. The cardiac monitor alarmed and the patient experienced pulseless ventricular tachycardia. The patient was given a precordial thump with no response, and he was shocked. Patient then went into normal sinus rhythm. The patient was started on amiodarone at 12:15 pm. The patient was intubated and started on diprivan at 12:20 pm after he became violent and needed to be restrained. Diprivan 10000 mg/100 ml (10mg/ml) was administered on the first channel at 20ml/hr. Amiodarone 900 mg/500 ml was administered on the second channel of the flogard pump at 1 mg/min at 33 ml/hr. At 2:35 pm the nurse noted that both drip chambers were delivering at a fast rate, reportedly, one drop per second. The nurse shut off the pump and disconnected the lines containing amiodarone and diprivan. The physician then ordered the amiodarone to be held for 6 hrs and the diprivan to be discontinued. The pt had received approx 80 ml of the diprivan and 400 ml amiodarone within two hrs. Prior to the amiodarone being readministered, the pt experienced another episode of ventricular tachycardia at 1935 the same day. The pt was shocked and he went back to sinus rhythm. He also experienced seizure activity. He then received a cat scan of the brain and had what the neurologist referred to as seizure activity as a result of alcohol withdrawal. As a result, the pt was given cerabyx 1 gm intravenous piggyback (ivpb). He was started on librium and dilantin. Reportedly, the pt had low potassium and magnesium levels throughout his hospitalization. On the next day, the pt's magnesium level remained low, but his potassium level stabilized and the pt was successfully extubated. The potassium level on two days later, was stable at 4.2. The pt was discharged to a nursing home on four days later. The actual vented spike adapter involved in the overinfusion of amiodarone was provided (lot number unk), during the on-site eval of the pump performed at the end of the month. One companion vented spike adapter, product and lot number r08a26088 was also provided, but is not believed to be of the same lot as the actual used. The vented spike adapters are being forwarded to the product analysis lab and the failure analysis lab for testing. A follow up report will be filed upon completion of the eval or if add'l info becomes available.